Manufacturer narrative:
Visual inspection of the device showed that the shuttle cartridge was disengaged from the handle and the distal end of the shuttle tube was abutting the balloon. The sealant was exposed beyond the distal end of the shuttle. The shuttle cartridge was retracted gradually until the sealant was fully exposed. Slight resistance was felt during the retraction. Subsequent to unsheathing, the sealant was found slightly swelled and the proximal sealant was wedged between the advancer tube & the shuttle cartridge. This condition may have contributed to the device jam. High tension applied to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the procedural sheath and as the device is advanced, blood can be trapped inside the procedural sheath causing the sealant to hydrate prematurely which can contribute to a device jam. Based on the provided information and the investigation performed, the root cause for the reported event might have been caused by the sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. The review of the lhr (f1509302) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).

Event description:
The following information was reported: the mynx failed upon deployment. Manual pressure of 30 minutes or less was held to achieve hemostasis. The patient was not hospitalized.